Event description:
The telemetry transmitter boxes transmit the signal and then the signal is lost. The central monitors are unable to monitor the patient which affects patient care. The next day or hours later the same transmitter is tested and it works and then the problem reoccurs. It is not isolated to one transmitter, it is various transmitters. To ensure proper use, the manufacturer was called in to perform another inservice and the problem still exists. The manufacturer's technicians are trying to find the cause of the problem which is installed on two floors and both floors have the same problems.